Event description:
It was reported through litigation process that sometime later port placement procedure, the patient developed with unspecified infection. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported infection as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: internal review confirmed that the patient expired. The initial MDR was submitted as serious injury. The file was now reassessed for reportability and determined to be reportable as death. This supplemental updates the record to reflect the corrected assessment. The date of death for this patient was not provided; therefore, the date of death has been updated as 01-jan-1900 to meet the MDR submission requirement. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. No photos/videos or medical records were provided. The investigation is inconclusive for the reported infection and death as no objective evidence has been provided to confirm or characterize these events. Based on the complaint investigation and evaluation of the reported event, a causal relationship between the device, infection and death could not be established. No device failures or root causes could be identified based on the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B2, b5, g3, h1, h6 (patient). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, sometime after the port placement, the patient developed an unspecified infection. Reportedly, the patient expired; however, the cause of death was not provided.